Manufacturer narrative:
The following information has been corrected: this complaint has been identified as a duplicate of MFR report #: 2243072-2020-02058. This complaint and MFR report # 9610847-2020-00416 may therefore be disregarded as the incident has already been reported.

Event description:
It was reported that 15 syringes 30ml ll tip conv pak experienced foreign matter contamination and missing scale markings. The following information was provided by the initial reporter: material no: 305618 batch no: unknown . The technicians have found that some of the 30ml syringes that come in the tray format , sometimes the markings on the syringe are off. The markings should start at the top of the syringe, but some of them have a gap of space before the marking starts. We measured them both- and the one with the gap ¿ actually holds an extra 1ml in the syringe. We measured both to the 5ml mark. I do not have a lot # but will provide one if more syringes are found. There is approx 15 syringes affected.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 15 syringes 30ml ll tip conv pak experienced foreign matter contamination and missing scale markings. The following information was provided by the initial reporter: material no: 305618; batch no: unknown. The technicians have found that some of the 30ml syringes that come in the tray format , sometimes the markings on the syringe are off. The markings should start at the top of the syringe, but some of them have a gap of space before the marking starts. We measured them both- and the one with the gap actually holds an extra 1ml in the syringe. We measured both to the 5ml mark. I do not have a lot # but will provide one if more syringes are found. There is approx 15 syringes affected.